Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply on the c-arm was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently displayed a "communication interruption between the generator and the workstation" error message. No pt injury was reported.